Manufacturer narrative:
Device evaluation summary: visual analysis of the returned sample revealed that the spec smooth rnd 325cc breast implant was found to have a tear on the anterior view measuring approximately 1.1 cm. Microscopic examination was performed on the edges of the rupture found, and parallel striations measuring approximately 0.1 cm were found in an area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. D4: UDI: the product made prior to gtin compliance date. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
One 325cc mentor smooth round spectrum saline breast prosthesis (patient's left side) was received by the mentor failure analysis lab on (B)(6) 2024, with no accompanying information. The device was received with no complaint information attached or associated with an existing complaint. On (B)(6) 2024, the product investigation determined that the breast prosthesis had a tear on the anterior view measuring approximately 1.1 cm. This will be conservatively reported to FDA.